Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the electrode on the sensor was found too short after they removed. Customer's blood glucose level was 109 mg/dl. Customer reported that they also received lost sensor alarm on the sensor. The sensor will not be returned for analysis.